Event description:
It was reported at implant and during removal of the outer catheter, the lead was dislodged and bent. The lead was removed and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Normal analysis. No anomaly was found.